Event description:
It was reported that a male patient born on (B)(6) ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter¿s tip fully separated and a medical device entrapment occurred requiring surgical intervention. During the procedure, the pentaray nav high-density mapping eco catheter was stuck and the 3f ranch catheter was ruptured when the catheter was withdrawn, therefore, the procedure was terminated. The surgery department, ultrasound department, and imaging department were consulted, and the two ruptured 3f branches of catheter were not found at the annulus when the surgical procedure was performed to remove the fragment. Additional information received indicating the patient with atrial fibrillation after mitral valve replacement for mechanical valve received radiofrequency ablation on (B)(6) 2022. During the surgery, the unpacking of the complained product strictly followed the principle of aseptic operation. The connection of cable was normal during the procedure. After the catheter was connected to the machine, the catheter worked well, and three-dimensional modeling was performed in the atrium by using the pentaray nav high-density mapping eco catheter. During the operation, the operator kept telling himself to pay attention when catheter was near the annulus. During the modeling process, the catheter slipped from the atrial appendage position through the anterior wall to the annulus position during the operation, and the catheter was stuck in the annulus position. The operator first tried to rotate and observed that there were two branches that could not move. Then the operator withdrew the catheter from the annulus with a little force. Two branches were found to be fractured when it was removed from the body. The fractured part was stuck in the annulus position under fluoroscopy. The mechanical valve insufficiency was observed using ultrasound. The surgeon was contacted to prepare for surgery. The fractured branch was not observed under fluoroscopy on the surgical table. The main organs were immediately observed. The branch angiography did not show foreign body embolism. The patient was observed in the operating room without obvious abnormal symptoms. The physician has no negative opinions about the bwi product malfunction or procedure but they worry about complications from this patient although the patient is doing well. The patient outcome of the adverse event is unchanged. Other relevant history: mitral valve replacement, aortic valve replacement, and tricuspid valve repair. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the device except the doctor tore the catheter off. The physicians removed the detached section unsuccessfully because of the fractured branch was not observed under fluoroscopy on the surgical table. They ensured that branch angiography did not show foreign body embolism, presumably into peripheral tissue. The patient has no abnormality yet.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30696208l and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 6-may-2022, biosense webster inc received the account details, as such, the appropriate e1. Initial reporter fields have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).